Manufacturer narrative:
This report is being sent as follow-up #1 to update section , and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for evaluation. The returned sample included the mated carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. The device was then subjected to functional testing. The deployment sleeve was manually moved into the forward lock position, but the carrier tube was unable to be moved forward. Force was applied and the carrier tube kinked and folded over itself between the hub of the sheath and the cap of the tube. Then, the carrier tube was tried to remove from the sheath hub and high resistance was encountered to remove the carrier tube shaft from the sheath, due to the resistance the carrier tube was stretched. A lot of dried blood-like substance was found throughout the length of the carrier tube. The carrier tube was successfully able to remove from the hemostasis sheath. The anchor was manually pulled, and all the contents were able to be except the tamper tube. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The complaint was able to be confirmed for a non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/ hazard based risk table (hbrt). .

Event description:
The user facility reported that the physician just finished a stroke thrombectomy with an 8fr sheath. The involved 8fr angio-seal was opened for closure. There were no issues or complications with the insertion of the sheath. The device for angio-seal was opened just prior to deployment. There was no resistance and the device clicked into place with no problems. The pull back click happened, when the physician pulled back the whole device for suture lock, the entire device came out. Bleeding at the site with was held with pressure immediately. Upon inspection, it looked as if the device was still in the sheath. Patient was in stable condition. The procedure outcome was good. The event occurred post-treatment. The patient was not injured, medical or surgical intervention was not required. Additional information received 21 jun 2023: there was no issues with access, sheath, or any other problems. Pre- deployment angio was done. No issues with insertion or deployment or any signs of a problem. Estimated blood loss was less than 250ml.

Manufacturer narrative:
A2: age & date of birth: 60's. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.